Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving a lot of loud noise, keypad was no longer working, escape, act, down and up buttons were no longer working. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a button error. The customer stated that the time on the insulin pump changed. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. No unexpected loud noise anomalies noted. However, keypad flattened button dome switch was found on act.